Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records have been requested for further evaluation by the clinical specialist. Imaging studies have been received. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation.

Event description:
The patient was implanted with the alto stent graft system for treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2026. Approximately 14 minutes into the procedure, the delivery system was detached from the prosthesis, followed by disconnection of the autoinjector. During this phase, the patient experienced back pain and a burning sensation, accompanied by a drop in blood pressure to 60 mmhg. The anesthetist was notified of a possible allergic reaction and administered corticosteroids. Fluoroscopic imaging demonstrated the presence of contrast within the aneurysmal sac. The procedure was completed with successful exclusion of the aneurysm. The patient¿s blood pressure subsequently recovered. At final assessment, the presence of polymer within the endograft bag was noted. The final patient status was reported as being good.